Manufacturer narrative:
The investigation determined the event is consistent with a pre-analytical sample handling issue as several pre-analytical sample handling alarms are present in the alarm history. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable low results from the cobas e 801 analytical unit. The initial cortisol result was 11 nmol/l and the repeat result a few days later was 438 nmol/l. The initial tsh result was 0.022 miu/l and the repeat result a few days later was 1.59 miu/l. The initial ft4 result was 1.8 pmol/l and the repeat result a few days later was 18 pmol/l. The questionable results were reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.